Manufacturer narrative:
Internal complaint reference: case-(B)(4). It has been identified that this event should be re-evaluated for MDR reporting. The new information indicates that the revision surgery referenced in the related complaint cannot be confirmed to involve smith+nephew devices, and there is currently no evidence that any smith+nephew product was implanted, explanted, or otherwise associated with the reported revision procedure. As a result, it was determined that this case does not meet the threshold for reporting and is therefore considered a non-reportable event. If further details are provided confirming the involvement of a smith+nephew device and the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and the investigations performed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6. This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery performed on a currently unknown date patient experienced an unsepecified adverse event, which was treated by a revision surgery on (B)(6) 2025. Current health status of patient is unknown.